Manufacturer narrative:
A field service technician evaluated and repaired the device. The fst replaced hand control. The unit is working properly.

Event description:
Consumer's son alleges that while his mother was in the lift chair it continued to rise on its own causing the consumer to fall out.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Consumer's son alleges that while his mother was in the lift chair it continued to rise on its own causing the consumer to fall out.